Event description:
It was reported that a solution set was found to have a brown mark. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified a brown mark on the drip chamber. The stain observed in the chamber is burned material that is not removable and looks embedded in the chamber. This is a minor cosmetic defect that does not impact set functionality. This issue is common in pvc processes that involved high temperatures most possibly generated by process variation in molding machine. The reported condition was verified. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.